Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: continuation of d11: product ID 977d260 lot# serial# (B)(4). Implanted: 2016 (B)(6) explanted: 2016 (B)(6) product type screening device product ID 977d260 lot# serial# (B)(4). Implanted: 2016 (B)(6) explanted: 2016 (B)(6) product type screening device(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the manufacturer¿s representative reported that the trial patient¿s external neurostimulator (ens) made their pain worse which they did not like. The device/therapy did not live up to the patient¿s expectations of pain relief. The patient had tried all 4 programs and could not find any that provided adequate relief. They also felt the stimulation made their legs spasm. The patient was ¿happy they gave it a try¿ and requested that the leads be pulled early for the trial. It was noted by the spouse that the bandages looked fine. The patient and spouse were contacted over the weekend and there were no complaints of possible infection, any drainage, discharge, odor or pain at the trial needle entry site. Additional information received from the manufacturer¿s representative on (B)(6) 2016 reported the patient represented at the clinic and it was noted there was an infection at the trial lead sites due to patient compliance with the trial protocol (maintaining a clean and dry operative site). The patient had been given trial instructions and given clear verbal instructions to call the physician with any medical/device issues. During the lead pull, the nurse practitioner (np) and staff noticed on visual evaluation there was evidence of an infection with odor and pus discharging from the lead entry site. The np suggested the patient go to the emergency department (ed) for immediate evaluation and treatment. Follow up information received from the representative on (B)(6), 2016 confirmed that the np performed the lead pull and made them aware of the infection. The patient was admitted to the hospital and was receiving antibiotics. At the time of report, the patient¿s condition was stable and improving and was to be going home on the weekend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.